Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the ins battery icon showed ins was about 3/4 full but the insr battery icon showed empty. It was reported that the patient had a fall and is now in a rehabilitation facility. It was reported that the system has not been checked to determine if the fall had impact on the system. It was reported that the patient cut their nose when they had the fall but not sure if their head was hit. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in (B)(4). Device codes (B)(4) and (B)(4) were coded in error and do not apply to the event. The fall did not affect the system; therefore, there was no malfunction. If information is provided in the future, a supplemental report will be issued.